Event description:
It was reported that the user experienced a low blood glucose of 53 mg/dl without symptoms after a meal announcement, with the caregiver not performing carbohydrate counting and expressing interest in switching pumps while advised to continue use given the system¿s suitability for non¿carb counting. Symptoms included asymptomatic hypoglycemia. Outcomes included on-body treatment with oral glucose and education regarding meal announcements and appropriate meal sizing. Investigation included complaint handling, product-use review, and user counseling for troubleshooting and education. Investigation of this case revealed use error related to incorrect meal size entry and meal announcement practices as the likely precipitant of hypoglycemia, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that user interaction with meal announcements and meal size estimation was the most probable cause.